Manufacturer narrative:
The fenestrated bipolar forceps instrument has not yet been returned for evaluation. A follow up MDR will be submitted once the instrument has been received and evaluated.

Event description:
It was reported that after a total hysterectomy surgical procedure lasting 1.5 hours, the physician noticed a burn on the pt's skin around the area where the instrument trocar was placed. Add'l info has been requested from the site without success. No permanent pt injury was reported.